Event description:
It was reported that following impaction of the cone body to the plasma stem, the surgeon was tightening the locking bolt on the cone body / plasma stem junction when the locking bolt broke. Leaving the first 2 or 3 threads engaged between the cone body and plasma stem. What remained of the locking bolt was removed from the patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was not confirmed. Insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the root cause of this investigation could not be determined as insufficient information was received. Further information such as return of device, x-rays, operative reports, patient history are needed to fully investigate this event.

Event description:
It was reported that following impaction of the cone body to the plasma stem, the surgeon was tightening the locking bolt on the cone body / plasma stem junction when the locking bolt broke. Leaving the first 2 or 3 threads engaged between the cone body and plasma stem. What remained of the locking bolt was removed from the patient..